Event description:
As reported through edwards lifesciences p3e clinical study, approximately six and a half years post implantation of a 23mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted due to stenosis and halt (not enough information to clarify thrombosis). Approximately 2 months before the valve explant, 4/4/2024 halt s/p tavr with deteriorating prosthetic valve transvalvular velocity is 3.6m/s and the mean gradient is 32mmhg measured from the apex. Mild transvalvular aortic regurgitation. No paravalvular aortic regurgitation. Pre review of medical records provided, the explant note stated the patient had progressive dyspnea on exertion, who underwent an echo revealing severe aortic stenosis after tavr. The team excised the prosthetic aortic valve which was heavily calcified. Pathology report stated explanted bioprosthetic tavr aortic valve, the attached tissue fragments are focally calcified.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non conformance contributed to this product problem. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (diabetes mellitus type I) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.